Event description:
A medtronic representative reported that a surgeon attempted a single-level longitude posterior spine fusion (l-4/ l-5) immediately following a dlif procedure at that level. 150 mm perc pin in the illium was used, suspended respiration during the o-arm spin, and included the perc pin in the imaging. The surgeon then used a navigated pak instrument and placed four guidewires into the pedicles of l-4 and l-5. Fluoro was brought in to confirm guidewire placement, and it was determined that all four guidewires were misplaced. The surgeon completed the longitude case without navigation, using fluoro. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed: per the case description, the frame to patient relationship changed which may have invalidated the registration. Instructions for use state, "frequently confirm navigation accuracy and system responsiveness during live navigation. Use the probe to touch several bony anatomical landmarks and confirm that the locations identified on the images match the locations touched on the patient. If accuracy degrades, re-register the patient." Software is functioning as designed.

Manufacturer narrative:
Patient information not provided as site declined, quoting the canadian privacy regulation. At the time of the reported event, the surgeon suggested that the surgical team may have inadvertently moved the perc pin, and also said the bone on this patient was soft. A medtronic representative, at the site on (B)(6) 2013, performed an o-arm checkout, all areas passed and upgraded system software to 3.1.6. Also performed navigation system check-out, all areas passed. Software investigation has not yet been completed.